Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer reported that there was a large air bubble in reservoir. Customer was assisted in priming air bubble out. Customer also reported of experiencing bent cannula insulin pump would be replaced due to damage to reservoir compartment.